Event description:
It was reported that this ambicor penile prosthesis (app) stopped inflating. The app was explanted and replaced with tactra and inflatable penile prosthesis (ipp). The ipp was placed on the left side with the right cylinder removed and plugged. And a malleable was placed on the left due to the disparity in proximal measurements. No patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) stopped inflating. The app was explanted and replaced with tactra and inflatable penile prosthesis (ipp). The ipp was placed on the left side with the right cylinder removed and plugged. And a malleable was placed on the right side due to the disparity in proximal measurements. No patient complications reported.